Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the infusion set tubing. The customer reported elevated blood glucose (bg) level of 493 (mg/dl) due to this event; however, the customer has experienced elevated bg levels between 351-493 throughout the day. Correction boluses were delivered to address bg levels. During troubleshooting with tandem technical support, the customer was guided through priming the air out of the tubing. Customer reported that bg levels were 393 (mg/dl). A system check was performed and tiny champagne air bubbles were noted near the luer lock; otherwise pump was performing as intended. It was recommended that the customer change their infusion site.